Manufacturer narrative:
(B)(4). Customer returned insulin pump for an alleged cosmetic damage located at the backside of the pump and exposure to moisture found on september 05, 2021. Insulin pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. Insulin pump passed the self test and displacement test. No pump alarms/alerts in the pump history for the event date noted. Insulin pump was cut open to perform visual inspection and found corrosion on the vibrator assembly and battery tube assembly. No corrosion or moisture damage found on the electronic assembly, force sensor and motor assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label missing. A cracked retainer was confirmed. Cosmetic damage was confirmed at the backside of the insulin pump. Insulin pump exposed to moisture confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was damaged on back side. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.